Event description:
There was no device malfunction. The index procedure was a one level cervical fusion at c4-c5 completed on (B)(6) 2022. Index procedure outcome was as expected, no abnormalities noted. Post-index procedure, patient reported pain, CT imaging revealed one implant malpositioned medially. Revision procedure on (B)(6) 2022 was a successful foraminotomy and cage was removed. No negative clinical sequelae was reported.